Event description:
Physician concerned that a metal fragment might have come off the phaco tip since a .2mm particle was found in a 2nd pt eye during cataract surgery. After reports of testing there should be no problem for the pt, per physician and followup will continue. No fragments observed with this pt. 30 degree phaco tips and phaco wrench were evaluated by MFR.